Manufacturer narrative:
Product was purchased on an unknown order number, as lot number remained unknown for the investigation. Customer was contacted for more information multiple times (followed up 5/22/2023 and 5/31/2023 and 6/6/2023) however, the end user remained unresponsive. Complaint was unable to be confirmed at this time. True root cause is unable to be determined with accuracy. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a subsequent follow up report will be submitted.

Manufacturer narrative:
This complaint is referring to user facility medwatch report# (B)(4). We currently have very limited information. We are attempted to obtaine more information. Once we have obtained said additional information a supplemental report will be submitted.

Event description:
Our distributor received a user facility medwatch report# that states that the device did not function as intended.